Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickle allergy"), rash ("skin rashes "), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and arthralgia ("pains in joints"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, rash, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and arthralgia outcome was unknown. The reporter considered allergy to metals, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, rash, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet received. Plaintiff demographics added. New events, abnormal bleeding (vaginal, menorrhagia), skin rashes , bladder or urinary problems or changes, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue ,pains in joints, she did not undergo essure confirmation test were added. Patient, reporter and product information are added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / left side") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included anemia, acid reflux (oesophageal), snoring, shortness of breath, termination of pregnancy - elective, myringotomy and cholecystectomy. Concomitant products included iron. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and rash ("skin rashes"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("pains in joints, ankles pain and knees, wrist pain") and abdominal pain ("abdominal pain"). In 2016, the patient experienced allergy to metals ("nickle allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), pain in extremity ("arms pain"), abdominal pain upper ("bottom of stomach") and abdominal pain lower ("bottom of stomach pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/bilateral salpingectomy and tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, abdominal pain, pain in extremity, abdominal pain upper and abdominal pain lower was resolving and the vaginal haemorrhage, menorrhagia, allergy to metals, rash, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pain in extremity, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2016 as per the latest report. Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs and mr received: reporter and patient demographics were added. Suspect drug indication. Events: abdominal pain, abdominal pain lower, urinary tract infection, arms pain and bottom of stomach added. Outcome of the events updated. Concomitant medication added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In may 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure implant in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.